Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set cannula was bent at abdomen and had high blood glucose levels on (B)(6) 2026 corrected via pump and the length of infusion set was in use for six hours.